Event description:
The surgical fiber was returned with no information regarding the reason for return or failure mode. There was no injury to the patient reported.

Manufacturer narrative:
(B)(4) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted. Product evaluation: failure analysis for fiber 0010-2090-322h-(B)(4): the distal part of the glass cap is detached and not returned; the fiber/glass cap is fractured distal to glue zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the bevel section is melted; the shrink tubing exhibits signs of melting. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.